Event description:
Customer reported a failed battery alarm. She stated that she had changed the battery recently. The blood glucose reading was 98 mg/dl. Customer was unable to clear the alarm. She stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not corroded or damaged. She was advised to clean the battery cap contacts and insert a fresh battery and then received a button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. The insulin pump had intermittent button repsonse due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at a reservoir tube window corner.